Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized user called in and stated the system was not suctioning properly. A troubleshooting was conducted and the system failed. Replacing kit. It was reported that authorized user was also missing 2 wicks from order and 1 was wasted due to suction issues. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared). Replacing 3 male wicks. Please send bio box from fa for wicks and kits only.